Event description:
It was reported that capture thresholds began trending up 6 months ago. On (B)(6) 2017 during device check, the threshold was high and the physician decided to replace the lead. The lead's impedance and sensing were normal and stable. The patient was asymptomatic. The lead was explanted and replaced with no complications. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.